Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient experienced product mechanical issues with this inflatable penile prosthesis. Upon clinical evaluation, it was observed that the pump was cycling; however, it was not working as expected. A revision procedure was performed wherein the existing pump was explanted and replaced with a new one, it was noted that the issue persisted. Further analysis identified the tubing was kinked, therefore, the pump was repositioned to correct the tubing issue. No additional patient complications were reported.